Event description:
It was reported that the 9600+ system would not complete the boot. No report of pt injury.

Manufacturer narrative:
Facility cancelled the service call. Said system is now working. No evaluation completed. Per request, cancelled the service call.